Manufacturer narrative:
The manufacturer previously reported voluntary medwatch (mw5103649) alleging a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded and caused a patient to develop a heart attack. There is no report of the medical intervention that the patient has received at this time. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058. New information was provided to section d4 and h4.

Manufacturer narrative:
Additional information was received on mar 23, 20243 and section h10 should be reported as: the manufacturer previously reported voluntary medwatch (mw5103649) alleging a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded and caused a patient to develop a heart attack. There was no report of serious patient harm or injury.the reported event of heart attack and its reported severity was reviewed by the pms clinical expert. These events are assessed as not related to the device in this case, and therefore are not a reportable injury. Section b1 was corrected for product problem. (Both adverse event and product problem was checked in the previous MDR). Section b2 was corrected to blank. (Previously, it was other serious or important medical events). Section h1 was changed from serious injury to malfunction. Section h6 was corrected and updated.

Event description:
The manufacturer received a voluntary medwatch (mw5103649) alleging a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded and caused a patient to develop a heart attack. There is no report of the medical intervention that the patient has received at this time. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.